Manufacturer narrative:
Due to character limitation, below field are added from e1- initial reporter- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use on patient, cardiosave intra-aortic balloon pump (iabp) batteries were not charging. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
Updated fields - b4, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11 a getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse saw issue in the logs but could not duplicate. Power management board was replaced per instructions from ca engineering because of intermittent problem. The fse was told to replace the power management board and the slot interface board to correct this problem. Device passed all functional and safety tests according to factory specifications. Device was given to customer and cleared for customer use. The failure analysis and testing dept. Received parts number with a reported unit failure of the machine going to battery power intermittently while on ac. The batteries will not charge either. The fat performed a visual inspection and found the part to be in good condition. The fat installed the parts individually in cardiosave test fixture serial number (B)(6) and tested the parts to factory specifications per the cardiosave service manual revision r. No failures confirmed on any part. Retaining the parts in the failure analysis and testing department per procedure number 0002-07-d008 rev. Au.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected fields - d9 (return to manufacture date).

Event description:
N/a